Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopy procedure in which clipping for ulcer treatment was being performed, the distal end attachment came off when the device was being taken out of the body and fell into the stomach. It was further stated this occurred during the fundoplication phase. Attempts were made to retrieve it with biopsy forceps without success. The procedure was then completed without further issue. Follow-up examinations were done twice but revealed nothing in the gastrointestinal tract. The physician felt as if the patient excreted the distal end attachment. There were no further reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause was not established. Olympus will continue to monitor field performance for this device.